Event description:
A customer observed positively biased qc results from multiple assays. No patient results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.